Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device no longer working two weeks prior to the revision procedure. During the revision procedure, the physician observed cracks in the pump tubing causing fluid loss. The ipp pump was explanted and replaced with a new ipp pump. The patient was stable following the procedure.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of a crack in the tubing resulting in fluid loss is unable to be confirmed as there was contamination in the pump that prevented the pump to be functionally tested. Technical analysis: the pump was returned for analysis to our post market quality assurance laboratory. Visual examination identified the pump identified that the tubing was cut down to the pump block and was not returned. The pump was unable to be functionally tested as there were remaining contaminants inside the pump after a full decontamination process. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of caused not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device no longer working two weeks prior to the revision procedure. During the revision procedure the physician observed cracks in the pump tubing causing fluid loss. The ipp pump was explanted and replaced with a new ipp pump. The patient was stable following the procedure.